Event description:
The event is reported as: the back part of the unit that slides into the clamp overheated and melted. No injuries reported.

Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore, the investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.